Manufacturer narrative:
Minor bleed/asae: the cause of the access site adverse event is use related to anticoagulation management per clinical details that the act was continuously maintained above 300 and as a result, bleeding occurred from all access sites.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. A2, a4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. During support, the treating physician reported bleeding at the femoral access site. Best practices were reviewed, including discussion of applying a pressure bandage, with recommendation to consult vascular surgery if bleeding persisted. The patient was noted to have consumptive coagulopathy with a markedly elevated activated clotting time (act). Bleeding subsequently occurred from multiple vascular access sites. Following consultation with the treating physicians, it was determined that the act had been continuously maintained above 300, which was identified as a user-related management issue and the most plausible contributor to the bleeding events. No surgical intervention was required. The patient subsequently expired while on impella support. Access-site bleeding is a known risk associated with impella support due to anticoagulation and purge requirements, as described in the instructions for use. Based on the available information, the bleeding is most plausibly related to supratherapeutic anticoagulation in the setting of consumptive coagulopathy. The death is conservatively being reported on the impella cp; however, it is unlikely that the device contributed to the patient¿s death, which is more plausibly attributed to the underlying critical illness and cardiogenic shock.